Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump turned off by it self and when it was turned back on it displayed a biomed error. There were no adverse events reported.